Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. This device has been received and analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 2.5mm x 15cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured during inflation due to severe calcification at the lesion. There were no reported injuries to the patient. This was reportedly doing a pta procedure in which an unknown smart device was attempted to be used. Additional information was requested but was not provide. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 2.5mm x 15cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured during inflation due to severe calcification at the lesion. There were no reported injuries to the patient. This was reportedly doing a pta procedure in which an unknown smart device was attempted to be used. Additional information was requested but was not provide. One non-sterile unit of a saber 2.5mm15cm 150 was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. Per visual analysis, the balloon was received burst. No other anomalies were noted with the remaining components after a thorough visual inspection. Functional analysis was not performed due the condition of the balloon was received in. Due to the burst condition found on the ballon during the visual inspection, amplified images were taken. Scratch marks were noted on the remaining material of the balloon the reported event by the customer ¿balloon ¿ burst¿ was confirmed since a burst condition was observed on the balloon as received. The balloon presented evidence of scratch marks. The scratch marks are commonly caused during the interaction of the material with a sharp object, calcium spicules or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon could probably led to the burst condition found on the received device. It is possible that the damage to the material was caused by a sharp object from the outside of the device since the damages are noted on the external surface. It is possible that the reported severe calcification caused damages to the balloon material that led to the burst. In addition, other procedural, patient related, and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.